Event description:
The facility reported that the pump alarmed for fail code 500:320:844:0000 and would not stop beeping. The device was infusing dobutamine, deltizem, and levophed. The patient was not over-infused. The patient was switched to a different pump as a precaution. There were no changes in the patient's vital signs and no adverse event occurred. This failure code occurred during patient infusion. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.